Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08695 inches. No unexpected insulin flow blocked alarms, motor noise, motor anomaly, hardware low level failures. Alarms noted during testing however, hardware low level failures. Alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly. No crack on the battery compartment or battery tube threads noted during physical inspection. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm during self test. The customer's blood glucose level was over 300 mg/dl at the time of the incident. The customer was able to successfully clear the alarm and was able to complete the insulin pump rewind. The reservoir lip ring was not damaged. The customer reported crack in the battery compartment. The customer stated that it does not seem that the motor was delivering the insulin like it was suppose. The customer stated that the insulin pump was dropped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.